Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. No vibration anomaly was noted. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display and a cracked display window.

Event description:
Customer reported the insulin pump alarmed button error and it has been the second time it occurred. Customer reported the device was in her pocket when it alarmed. Customer's blood glucose was 134 mg/dl. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.